Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that: "migration of the lateral new piton 3.5 mm anchor. Occurred sometime after surgery, increasing pt awareness at 6 months."